Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during an intraocular lens implant procedure, the haptic remained trapped in the shooter, and the lens was removed from the eye during the same procedure and replaced with a new one, after which the procedure was completed. The patient experienced corneal edema and was treated with unplanned hypertonic ophthalmic drops. The patient also experienced dehydration and was treated with diuretic and carbonic anhydrase inhibitor tablets. The events did not lead to hospitalization, and the final outcome of the events was reported as resolved. Additional information was requested but was not available at the time of this report.